Event description:
The gastrointestinal videoscope was inspected at customer site for a separate issue. During the device analysis, a reportable event was found. It was determined as part of the completed investigation that 50 pounds per square inch was considered low incoming water flow. There was no patient involvement.

Manufacturer narrative:
The fse performed an internal water filter air purge, clearing the trapped air and restoring normal water flow to resolve the issue. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.